Manufacturer narrative:
Ortho-clinical diagnostics (ocd) was not able to perform retained testing since product was expired prior to awareness date. There were no other complaints associated with this lot.